Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead was extrisically over-rotated. The distal conductor was extrinsically distorted due to kinking/buckling and the distal low voltage electrode of the lead was covered in blood.

Event description:
It was reported that during the implant procedure, an atrial lead was placed but undersensing was present at that location. After the lead was moved, the helix would not extend. Another access and lead were required to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.